Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that (B)(6) called in and stated that the lower connectors broke on the distal buccal of a silent nite 3d device.